Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that post implant, the patient experienced heavy bleeding, so he was receiving blood from the extracorporeal membrane oxygenation (ECMO) reservoir. Since the hm3 system monitor was displaying a flow of 0 lpm with the a-line waveform showing pulsation, the facility submitted log files for review to ensure that the system was operating correctly. The first two sets of submitted log files contained overlapping data. The log files contained data during implant prior to the clock being set. Once the clock was set, multiple low flow alarms were triggered while the flow was at 0 lpm. This was due to the patient being on ECMO. Additional information was received from the customer that the va_ECMO was changed to a right ventricular assist device (rvad) on 22may2021. As a result, the pump flow became 4.0 lpm. The patient is being treated for right heart failure (rhf). If it improves, the rvad will be removed. A third set of log files was submitted showing data after the patient had been switched to a right ventricular assist device (rvad). These files captured low flow events on (B)(6) 2021 between 13:57:00 and 13:57:25, when the flow dropped below the low flow threshold. Following these events, pump flow remained above the low flow threshold for the remainder of the log files. No other unusual alarms or events were captured, and the pump appeared to operate as expected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists all potential adverse events including bleeding and right heart failure that may be associated with the use of the heartmate 3 lvas and provides information regarding the recommended anticoagulation therapy and inr range. In reference to pump flow, the IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. Additionally, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22oct2020. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction,¿ lists bleeding and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Heartmate 3 lvas IFU section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that post implant, the patient experienced heavy bleeding, and was receiving blood from the extracorporeal membrane oxygenation (ECMO) reservoir. The bleeding was present in the mediastinum, thoracic cavity, and respiratory organ. The patient was also transfused with 16 units of red cell concentrate (rcc) or more. Since the hm3 system monitor was displaying a flow of 0 lpm with the a-line waveform showing pulsation, the facility submitted log files for review to ensure that the system was operating correctly. The first two sets of submitted log files contained overlapping data. The log files contained data during implant prior to the clock being set. Once the clock was set, multiple low flow alarms were triggered while the flow was at 0 lpm. This was due to the patient being on ECMO. A third set of log files was submitted showing data after the patient had been switched to a right ventricular assist device (rvad). These files captured low flow events on (B)(6) 2021 between 13:57:00 and 13:57:25, when the flow dropped below the low flow threshold. Following these events, pump flow remained above the low flow threshold for the remainder of the log files. No other unusual alarms or events were captured, and the pump appeared to operate as expected. Additional information was received from the customer that the va-ECMO was changed to a right ventricular assist device (rvad) on (B)(6) 2021. As a result, the pump flow became 4.0 lpm. The patient is being treated for right heart failure (rhf). If it improves, the rvad will be removed. On (B)(6) 2021, the patient developed respiratory failure and was intubated for 36 days. A tracheostomy was performed. On (B)(6) 2021, the patient experienced major bleeding in the mediastinum, thoracic cavity, and respiratory organs. The patient required a blood transfusion with 16 units of blood or more. The patient was on heparin. Additionally, the patient experienced an ldh of 820 u/l on 02jun2021. The cause of the hemolysis is unknown. On (B)(6) 2021, the patient¿s external right ventricular assist device (rvad) was explanted due to the recovery of the ventricle. On (B)(6) 2021, the patient also had to have a hematoma evacuation due to a right intrathoracic hematoma enlargement. The relationship to the device was low but undeniable. On (B)(6) 2021, the patient developed renal dysfunction and required dialysis for 5 weeks. On (B)(6) 2021, the patient experienced a major bacterial infection. The infection was determined to be pulmonary and mediastinum. The patient underwent surgical and drug therapy but passed away on (B)(6) 2021. The cause of death was determined to be infection. The device functioned as expected and the death was not determined to be device related. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on 22oct2020. The heartmate 3 lvas instructions for use (IFU) rev. C and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction,¿ lists bleeding, death, hemolysis, infection (local, driveline, and pump pocket), renal dysfunction, respiratory failure, and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Heartmate 3 lvas IFU section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2021, the patient experienced a major bacterial infection. The infection sites were noted to be pulmonary and in the mediastinum. The patient underwent surgical and drug therapy. The patient passed away on (B)(6) 2021. The cause of death was infection. It was noted that the device functioned as expected and the death was not device related.

Event description:
The patient developed respiratory failure and was intubated for 36 days. Tracheostomy was performed. On (B)(6) 2021, the patient experienced major bleeding in the mediastinum, thoracic cavity, and respiratory organs. They underwent a blood transfusion of red cell concentrate (rcc) and was transfused 16 or more units of rcc in 24 hours. The patient was given heparin. The bleeding resulted in re-operation. The patient experienced hemolysis with a high value of lactate dehydrogenase (ldh) and a hematocrit value of 30% on (B)(6) 2021. On (B)(6) 2021, the patient developed renal dysfunction. The patient underwent dialysis for 5 weeks. On (B)(6) 2021, the external rvad was explanted due to recovery of the ventricle and hematoma evacuation was performed due to right intrathoracic hematoma enlargement.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. It was reported that post implant, the patient experienced heavy bleeding, and was receiving blood from the extracorporeal membrane oxygenation (ECMO) reservoir. The bleeding was present in the mediastinum, thoracic cavity, and respiratory organ. The patient was also transfused with 16 units of red cell concentrate (rcc) or more. Since the hm3 system monitor was displaying a flow of 0 lpm with the a-line waveform showing pulsation, the facility submitted log files for review to ensure that the system was operating correctly. The first two sets of submitted log files contained overlapping data. The log files contained data during implant prior to the clock being set. Once the clock was set, multiple low flow alarms were triggered while the flow was at 0 lpm. This was due to the patient being on ECMO. A third set of log files was submitted showing data after the patient had been switched to a right ventricular assist device (rvad). These files captured low flow events on (B)(6) 2021 between 13:57:00 and 13:57:25, when the flow dropped below the low flow threshold. Following these events, pump flow remained above the low flow threshold for the remainder of the log files. No other unusual alarms or events were captured, and the pump appeared to operate as expected. Additional information was received from the customer that the va-ECMO was changed to a right ventricular assist device (rvad) on (B)(6) 2021. As a result, the pump flow became 4.0 lpm. The patient is being treated for right heart failure (rhf). If it improves, the rvad will be removed. On (B)(6) 2021, the patient developed respiratory failure and was intubated for 36 days. A tracheostomy was performed. On (B)(6) 2021, the patient experienced major bleeding in the mediastinum, thoracic cavity, and respiratory organs. The patient required a blood transfusion with 16 units of blood or more. The patient was on heparin. Additionally, the patient experienced an ldh of 820 u/l on (B)(6) 2021. The cause of the hemolysis is unknown. On (B)(6) 2021, the patient¿s external right ventricular assist device (rvad) was explanted due to the recovery of the ventricle. On (B)(6) 2021, the patient also had to have a hematoma evacuation due to a right intrathoracic hematoma enlargement. The relationship to the device was low but undeniable. On (B)(6) 2021, the patient developed renal dysfunction and required dialysis for 5 weeks. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22oct2020. The heartmate 3 lvas instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1, ¿introduction,¿ lists bleeding, hemolysis, renal dysfunction, respiratory failure, and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 5 of the patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. It was reported that post implant, the patient experienced heavy bleeding, and was receiving blood from the extracorporeal membrane oxygenation (ECMO) reservoir. The bleeding was present in the mediastinum, thoracic cavity, and respiratory organ. The patient was also transfused with 16 units of red cell concentrate (rcc) or more. Since the hm3 system monitor was displaying a flow of 0 lpm with the a-line waveform showing pulsation, the facility submitted log files for review to ensure that the system was operating correctly. The first two sets of submitted log files contained overlapping data. The log files contained data during implant prior to the clock being set. Once the clock was set, multiple low flow alarms were triggered while the flow was at 0 lpm. This was due to the patient being on ECMO. A third set of log files was submitted showing data after the patient had been switched to a right ventricular assist device (rvad). These files captured low flow events on (B)(6) 2021 between 13:57:00 and 13:57:25, when the flow dropped below the low flow threshold. Following these events, pump flow remained above the low flow threshold for the remainder of the log files. No other unusual alarms or events were captured, and the pump appeared to operate as expected. Additional information was received from the customer that the va_ECMO was changed to a right ventricular assist device (rvad) on (B)(6) 2021. As a result, the pump flow became 4.0 lpm. The patient is being treated for right heart failure (rhf). If it improves, the rvad will be removed. Additionally, the patient experienced an ldh of 820 u/l on (B)(6) 2021. The cause of the hemolysis is unknown. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22oct2020. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction,¿ lists bleeding, hemolysis, and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Heartmate 3 lvas IFU section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced hemolysis and had lactate dehydrogenase (ldh) of 820 u/l on (B)(6) 2021. The cause of the hemolysis was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a log file review was requested. The patient was implanted with heartmate 3 (hm3), but has been receiving blood from the extracorporeal membrane oxygenation (ECMO) reservoir due to heavy bleeding during the operation. The pump parameter displayed on the hm3 system monitor has a pump flow of 0 lpm, but the a-line waveform shows the hm3's pulsation. The facility wanted to know if the pump was working properly, so they took two logfiles of this patient and submitted them for review. Facility engineers were worried about thrombosis in the pump. In the case of veno-arterial (va)-ECMO, it is possible that the pump flow is 0 lpm due to the high afterload. The event log showed just a few valid data entries as most was just pump set up. In the 30 minutes of data capture the flow was noted at zero throughout. There is no periodic log data due to the brevity of the data capture. The other event log captured around 5 hours of data and captured many fixed speed changes with variable pulsatility index (pi) values along with an estimated flow of zero throughout the log. Also noted that the pump power had an output of only 1-2w which would not be accurate with a fixed speed of 5200 rpm. It was reported that an additional log file was sent in for review. The log file captured on (B)(6) 2021, at 13:56:47 the start of low speed advisories, due to the fixed speed set at 5000 rpms and the low speed setting of 5200 rpms. Then around 13:56:47 the fixed speed setting was changed to 4000 rpms and the low speed setting was at 4800 rpms, with low speed advisories and low flow alarms noted. On (B)(6) 2021, at 13:57:26 the fixed speed was set to 5000 rpms and the low speed setting at 4800 rpms along with some other speed changes going forward. The pump appears to be functioning as intended from this time. The flow appears to be as expected. It was reported that va-ECMO was changed to right ventricular assist device (rvad) on (B)(6) 2021, and the pump flow became 4.0lpm. The pump flow was low due to the high afterload, but now the pump flow is 4.0 lpm or more. Right heart failure (rhf) was being treated. If rhf improves, rvad will be removed.